Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and a slight yellow brown discoloration. General cleanliness - the returned device appeared to be partially clean. It was observed that a part of the hinge was broken off of the device. Root cause: the potential root cause for this failure could be due to the screws not being fully tightened to the device which would have caused the screws to become loose and detach from the device. Another potential root cause for this failure may be due to the excessive bruxism which could also cause the screws to become loose and fall off of the device. The manufacturer internal reference number is: comp-(B)(4). Additional information: b5.

Event description:
It was reported that a silent nite gl hinge sleep appliance broke while the patient was wearing it. Based on the device received on (B)(6) 2025, it was observed that a part of the hinge was broken off of the device. It is unclear when the patient received the device or when the patient first used the device. No other information was provided.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. An attempt has been made to provider to obtain additional information without response. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that a silent nite gl hinge sleep appliance broke while a patient was wearing it. No further information was provided,